Manufacturer narrative:
An evaluation performed confirmed the customer complaint for a broken tip. A visual inspection showed the scope has been used in the field. The distal tip wedge is missing from the tip. The distal tip had severe front end damage. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The tip broke during surgery and was removed from the patient with graspers. No patient injury or other complications were reported.